Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, gel leak.

Event description:
Patient representative reported ¿intracapsular rupture¿, ¿silicone perspiration¿, ¿folds, waves¿, ¿rotation¿, ¿periprosthetic shell stage 3: the breast is hard and deformed, but no pains¿ and ¿color change¿. This record is for the left side. The device was explanted.